Event description:
Patient was brought to cath lab for emergent temporary pacemaker. Monitor tech initiated the horizon cardiology program for monitoring the patient and documenting the case. System failed to initialize. An error message appeared "internal". Is was contacted, but they were unable to resolve issue. Mckesson support was also contacted for assistance. Situation not resolved until case completed. All documentation and vital signs done manually. No harm to the patient.